Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the amplatz wire tip splintered when the physician attempted to shape it. It did not make patient contact, and there were no injuries or additional procedures reported. It was further confirmed that the inner wire was protruding from the coil.